Event description:
The patient's dentist mentioned in an letter that based patient's radiographs and exam recommend patient to stop byte treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.